Manufacturer narrative:
The reported events of the helix mechanism issue and lead twisting were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with body fluids. A visual inspection found the outer insulation was twisted, while an x-ray inspection and electrical testing found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood. X-ray inspection and electrical testing found overtorque of the inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was found to have kinked causing the helix to fail to extend and retract. The right ventricular lead was not used and was replaced. The patient was in stable condition throughout the procedure.